Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with the lcd and bottom case contaminated. Event log history was performed and there was no alarm history found pertaining toe the customer's stated problem. During analysis, the reported problem regarding the fluid intrusion was confirmed and the problem regarding pieces broken inside was not confirmed. Service replaced the bottom case and the lcd display to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd medfusion pump had fluid intrusion and broken pieces inside. No patient was involved in this event. No adverse effects were reported.